Event description:
It was reported that the customer was admitted in the emergency room due to low blood sugar. The customer's mother stated that the customer was hospitalized twice due to low bgs. Customer was not available to troubleshoot the pump at the tme of call.